Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the membrane of the device. This was found as the device was removed from the homechoice during setup for peritoneal dialysis therapy. The technical service representative advised the patient to start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification and found 2 pin holes in sheeting on cassette. Functional testing performed included leak testing, clear passage test, clamp function test, and simulated therapy. Functional testing verified the reported problem. The cause of the leak was determined to be the pinholes in the sheeting of the cassette. Should additional relevant information become available, a supplemental report will be submitted.